Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead perforated the patient¿ heart wall. Surgical procedure was performed and the lead was explanted. No additional adverse patient effects were reported.